Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing using an inflation device filled with water inflated the balloon to the rated burst pressure and a pinhole was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.50x15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.